Manufacturer narrative:
This report is filed, (B)(4) 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2016 to have a skin graft placed at the receiver/stimulator site. The implanted device remains.